Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a reset screen after being turned on for the first time. There was no impact to the customer's blood glucose level as the customer had not begun using the pump at the time of the event.